Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant attempt, one guidewire and one left ventricular (lv) lead were intended to be used. The lv lead experienced placement difficulties. During the placement, the guidewire was stuck inside the lead due to the guidewire being kinked. It was not possible to withdraw the guidewire. The attempted lead and guidewire were removed and discarded. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Event description:
It was also reported that there was resistance during withdrawal of the guidewire.

Manufacturer narrative:
Correction: h6 eval code method. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.